Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received potential inappropriate therapy on episodes treated as ventricular fibrillation (vf) when there was an atrial arrhythmia in progress. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.